Manufacturer narrative:
A review of the pump black box revealed evidence of several cs 054 alarms. The ez-prime steps were performed correctly with no cs 054 alarms occurring during the investigation. The original complaint was unable to be duplicated during the investigation. The pumps cover was removed and there was no intermittent condition found on the printed circuit board or other components. Unrelated to the original complaint, the battery compartment was observed to be cracked below the finger pad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.